Event description:
The customer reported to olympus the evis exera iii video system center displayed a b-30 error (scope communication error). The issue was observed during preparation for use for an unspecified diagnostic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event. Related patient identifiers: (B)(6) clv-190 evis exera iii xenon light source sn (B)(6) and (B)(6) pcf-hq190l evis exera iii colonovideoscope sn#(B)(6).

Manufacturer narrative:
The device was not returned for evaluation. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac determined that the issue was scope related. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following sections were corrected: d9, h3. Based on the results of the investigation, the device was not returned for inspection. However, during troubleshooting it was determined the issue was scope related. There was no problem found with the cv-190. The subject device manufacture date was not identified/expired; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.